Event description:
The insertion of the l-cath into acf of a pediatric pt was successful. While attempting to place the catheter in a coiled position under a transparent drape, the catheter broke approximately 1 cm away from the strain relief. The catheter was removed successfully by the nurse.

Manufacturer narrative:
The sample was received on 10/24/2008, and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).